Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the scope body was found dented and the small black joints which separate the two white parts on the proximal end were detached from the scope. It was confirmed that the glue of the distal end probe unit was peeling off and missing and that there was a scratch on the ultrasonic probe cover surface. Based on the investigation the possible rationale of the reported event was caused by the handling of users. No other issues were reported. If additional information is obtained a supplemental report will be filed. A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures.

Event description:
A user facility reported detached parts on the scope and black glue coming off from the distal end. The issue was found during preparation for use. No patient injury or harm was reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable causes for the reported event are as follows: previous surveys have shown that there are some scratches on the distal end of the device and the surface of the ultrasonic probe covering that are sharp. Furthermore, we were able to identify more than one scratch or scratch at the tip of the device, suggesting that there is a possibility that external forces that exceed the expectation are continuously applied to the area in the normal use of the device, including the reprocessing process. With regard to the lack of adhesive in the distal end probe unit, it is believed that the surface area was shaved gradually from the above due to factors such as brushing the area with more force than needed when cleaning the device, leading to peeling. As a result of the survey, the water tightness of the device is maintained. However, it cannot be ruled out that the cleaning ability of the area is irrigated, leading to cross-infection. Therefore, we believe that it should not be used in the presence of glue. The small black joints which separate the two white parts on the proximal end were detached from the scope the small black joints which separate the two white parts on the proximal end were detached from the scope as a result of checking the instruction manual, it was confirmed that the following description was found. Important information please read before use warnings and cautions: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope. It could also cause parts of the endoscope to fall off inside the patient. The endoscope may be damaged and could cause patient injury, burns, bleeding, and / or perforations."